Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk; catheter model: 8596, pump segment revision kit, serial # (B)(4), implanted on: unk, explanted on: unk.

Event description:
It was reported that the patient experienced sedation. The dose of droperidol was decreased on 2011-(B)(6). It was noted that the event was possibly related to drug. The patient outcome was ongoing event. The event resulted in in-patient hospitalization. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the severity of the event was noted to be mild. The patient outcome was reported as resolved without sequelae. The pump was also delivering dilaudid.

Event description:
Additional information: it was reported that the dilaudid was decreased on (B)(6) 2011. It was resolved without sequelae on (B)(6) 2011.